Event description:
A surgeon reports a crack was noted in the intraocular lens following insertion. The lens was removed and replaced during the initial procedure. Follow-up revealed enlargement of the incision and iris repositioning were required. The pt had a good outcome following surgery.